Event description:
The charge nurse opened v40 femoral head (cat: 6364-2-036/ lot: g3625316) and there was a hole in the outside packaging as well as the sterile packing that the femoral head came in. They had to use a biolox head (cat:6570-0-036/ lot: 40674602) instead.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding packaging damage involving a metal head was reported. The event was confirmed. Method and results: the shrink wrap, outer box, outer blister and (B)(6), inner blister and (B)(6) and device were returned. The shrink wrap was torn where the outer box had been opened. The outer (B)(6) had been peeled back on 3 sides, the inner (B)(6) had not been peeled back and was intact. The device had come off the plastic post of the inner blister and the foams were out of position. The outer blister was cracked and a piece of the blister had broken away completely. The inner blister was cracked and broken on the side that the device had moved to. Insufficient medical records were received for review with a clinical consultant. Device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies a review of the complaint history database shows that there have been no similar reported events for the subject lot code. Conclusions: investigation was documented as part of an internal non conformance. The non conformance determined this event is associated to an existing CAPA for blister packaging issues. This event is under the scope of the CAPA that determined the root cause to be packaging design.

Event description:
The charge nurse opened v40 femoral head (cat: 6364-2-036/ lot: g3625316) and there was a hole in the outside packaging as well as the sterile packing that the femoral head came in. They had to use a biolox head (cat:6570-0-036/ lot: 40674602) instead.